Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The requested hexfile did not change the calibration of the flow rate offset as it was -4 before the request. This would indicate that there was no failure found during third party servicing. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Manufacturer narrative:
There is a previous complaint (B)(4) on the device. Historical records were reviewed. It was discovered that there were discrepancies in the test records. Ncr #(B)(4). Had been initiated to address the discrepancies. This pump underwent routine maintenance testing by a third-party service provider where it was detected the device had a - 30psi: -04%. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue a CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 04/30/2024, zyno medical received a request for hex files for the pump, the issue was that one of our devices had a - 30psi: -4%. No patient was involved as it was discovered during testing.